Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemorrhoidectomy, there was an incomplete staple line. After releasing the staples, opening and re moving the stapler, there were 2 clips that were found in the situs and were not deformed. Tissue damage was also noted. In order to complete the case, the clips were removed with an instrument and the staple line was sutured. There was no patient injury.